Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be made available, a supplemental report will be provided.

Event description:
While on-site, an olympus field service engineer (fse) discovered that the distal end of the customer¿s olympus evis exera videoscope had been burned/melted. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, we could not specify the root cause of the suggested event. The event can be detected/prevented by following the instructions for use (IFU): instruction manual IFU evis exera ii gif/cf/pcf type 180 series operation manual. Detection method: chapter 3 preparation and inspection_3.2 inspection of the endoscope. Instruction manual gif-1100 operation manual_4.2 using endo therapy accessories contains warnings for when using high-energy treatment devices: never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.